Manufacturer narrative:
(B)(6). Device manufacture date: 2013. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of burning smell from the sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled. Additional information received indicated that there was visible smoke coming from the console.

Manufacturer narrative:
The abbott medical optics field service specialist (fss) visited customer site and updated customer for changing the subsystem controller (ssc) printed circuit board (pcb). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The field service specialist (fss) visited customer site and replaced the subsystem controller printed circuit board (pcb). The system meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.